Manufacturer narrative:
(B)(4). There was no information reported that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the patient¿s shortness of breath, fluid overload, and diarrhea. The shortness of breath was likely due to the fluid overload. At this time without additional information no conclusion can be made that there was any causal relationship between the patient¿s fluid overload and diarrhea and the peritoneal dialysis treatment with fresenius products. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis nurse reported that the patient was admitted to the hospital. A follow up call was made and it was reported that the patient was admitted for fluid overload with shortness of breath and diarrhea.

Manufacturer narrative:
There is no documentation to suggest a causal relationship between the events of for shortness of breath, fluid overload, diarrhea and subsequent hospitalized and the liberty cycler. Additionally, there is no allegation against any fresenius products and the adverse events. There is however a strong probable association to the patients¿ inadequacy of peritoneal dialysis therapy which required the patient to transition back to hemodialysis therapy.

Event description:
Medical records were received and review. The received medical records reveal that the patient initially completed hemodialysis as the modality of renal replacement therapy; the first date of dialysis was listed as (B)(6) 2015. The patient then transitioned to peritoneal dialysis therapy on (B)(6) 2017; reason unknown. The patient was hospitalized from (B)(6) 2017-(B)(6) 2017 with the principle problem of uremia; metabolic derangements secondary to peritoneal dialysis. The patient was transitioned back to hemodialysis therapy during the hospitalization with ¿improvement of symptoms.¿ other details of the hospital course are unknown. Upon discharge the patient continued with in-center hemodialysis. Of note during the hospitalization the patient was also treated for hypertension, hypothyroidism, anemia, hypomagnesemia; however the course of treatment for these ailments are unknown. The patient was discharged to a skilled nursing facility in improved and stable condition